Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic procedure for stent placement, to treat a distal esophageal stricture. Upon deployment of the ultraflex esophageal stent, the patient was noted to be bleeding. The stent was removed and the patient was sent to surgery. There is no further information available regarding this event or patient status.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.